Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune knee replacement was revised to an opposition product due to aseptic tibial loosening of the attune tibial component. Patient consequence? Yes. Patient consequence description: revision knee replacement.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: evaluation of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tibial tray loosening at the cement to implant interface and wear.

Manufacturer narrative:
Product complaint: (B)(4).